Event description:
It was reported that balloon rupture occurred. A 2.50mm x 8mm nc emerge balloon catheter was advanced for dilatation. Multiple inflations were performed each at 18 atmospheres; however, the balloon ruptured at the middle part. It was then removed and the procedure was completed with a different device. There were no patient injury reported and the patient was in good condition after the procedure.